Event description:
The customer reportedly copied an unplanned dosimetry calibration data set while in the system's "service" mode. This resulted in an incorrect initial dose to two pts. However, subsequent treatment were reduced accordingly to achieve the overall desired treatment plan. The factory's analysis found no evidence of a device malfunction associated with this issue. It is important to note that access to "service" mode requires a password and includes a clear warning via a splash screen describing the risk involved in changing parameters. Any modifications made in the dosimetry calibration page also prompts a message on the control system screen and requires an acceptance before the data is copied.

Manufacturer narrative:
Other serious: potentially incorrect administration.